Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A physician reported that the vacuum was strongly limited during the irrigation/aspiration step of the surgery. A control of the tubes during surgery did not show any obstruction. The tubes were replaced. There was no patient harm. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: review of the device history record (DHR) indicates the order was built to specification. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established. Without a sample, it is not possible to isolate the root cause. (B)(4).